Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. The suture of the second prostyle was deployed. The lever was returned to its original position; however, the foot plate did not retract. Resistance was felt when the device was attempted to be removed. A surgical cutdown, incision of the vessel, was performed to retrieve the prostyle device. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.